Manufacturer narrative:
One day later, it was reported that the rv lead perforated the heart wall of the patient. The perforation was confirmed via fluoroscopy. A revision procedure was performed and the rv lead was explanted and another rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that did not result in oversensing. There were also variable pacing impedance measurements between 749 to 1,600 ohms. The amplitude of intrinsic sensing was also variable. Boston scientific technical services (ts) discussed bringing the patient in to optimize the device programming.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.